Event description:
Healthcare professional reported a lap-band port "flipped", first noticed during "adjustment and the doctor could not get in". The lap-band port was not removed and replaced. The treating physician repaired the port.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned for analysis. Based upon the date provided by the reporter, the connector type is a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding event and product has been requested. No add'l info is available at this time. Device labeling addresses the reported event of displacement as follows: "caution: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments".